Manufacturer narrative:
(B)(4). (B)(6). The lot was manufactured from august 21, 2015 - august 22, 2015. The device was received for evaluation. Visual inspection revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the specification range of the product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was involved in an over infusion incident. The device was filled with 4800 mg of fluorouracil diluted with 0.9% sodium chloride (non-baxter products, total fill volume of 97 ml) and connected to the patient. The device was then connected to a patient, and the expected infusion duration was 48 hours; however, the device fully delivered its contents before 48 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.